Event description:
The reporter stated that the surgeon was using a single piece silicone lens model aq2010v and a haptic got stuck in the injector and tore off during insertion. The surgeon removed the lens without any patient injury and put in another same model lens.